Manufacturer narrative:
Device evaluation confirmed the reported issue. Device exhibited error e224 when tested due to faulty cable. Camera head showed no image. In addition, the focus ring was found deteriorating and with hairline crack noted. The rear cover label was observed to be faded. Based on evaluation findings the reported issue of no image was due to faulty cable attributed to electronic component failure.

Event description:
It was reported that during preparation for use for a diagnostic laparoscopy procedure the device was found with no image. The device image was black. There were no error codes displayed or alarms that occurred. The device was inspected prior to use. No kinks or coils were found on the cable/cord and the device did not sustain any deep impact. There were no other devices involved in the event and no delay in the procedure. The intended procedure was completed. The same device was not used to complete the case. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.